Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 9. Reference MFR report numbers: 1627487-2013-05959, 1627487-2013-05960, 1627487-2013-05961, 1627487-2013-05963, 1627487-2013-05964, 1627487-2013-05965,1627487-2013-05966, and 1627487-2013-05967. The pt had two scs systems for off-label use. The pt had two anchors (from the same lot) and four extensions (one pair was from the same lot and the other pair was from the same lot). It was reported one of the pt's scs systems was explanted due to an infection that was found. It is unk which devices were explanted so all are being reported. The date of explant is unk. It is also unk if an sjm rep was in attendance.